Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) via ambulance on (B)(6) 2024 with a blood glucose level of 38 mg/dl; cause was unknown. Customer had seizures and lost consciousness due to low bg. Customers mom, and partner had given customer glucose gel prior to address bg level. Customer was treated with intravenous fluids of saline. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.